Manufacturer narrative:
The seizure lasted approximately 30 seconds and self-resolved. The patient did not suffer any lasting effects. The patient's physician stated that the cause is unknown but may have been due in part to a reduction in dosage of lorazolam from 1.5 mg/day to 1.0 mg/day during the course of tms treatment.

Event description:
Neuronetics' japanese distributor reported that a patient had a seizure approximately 6 hours after her 15th neurostar tms treatment. The seizure lasted approximately 30 seconds.